Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old female in inferior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was taken to ICU for recovery. Upon arrival to ICU, left groin access site presented hematoma and active bleeding. The patient was brought to or for site treatment. Impella cp was pulled back into aorta while transferring patient to or table. Cardiology deemed patient hemodynamically stable enough so device could be explanted in or. Patient sent to ICU for recovery.

Manufacturer narrative:
The investigation into the access site bleeding: major and positioning issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the access site bleeding - major issue was most likely patient movement since it was reported to have started after transfer to the ICU. The root cause of the positioning issues was most likely patient movement as the pump was pulled back into the aorta while transferring the patient to the or table.